Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3 in the follow up report. The correct MFR number is 3008452825. Manufacturer narrative: one 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing did not confirm a fluid leak; however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing did not confirm a fluid leak; however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a ventricular tachycardia procedure, after the mapping catheter was inserted in the introducer, there was a blood leak. The introducer was replaced, and the procedure was completed with no adverse patient consequences.